Manufacturer narrative:
The insulin pump was received with no button response due to j2/lcd keypad connector unlocked. They were unable to perform the idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, and verify the watchdog timeout alarm, off no power alarm, or reset anomaly due to the button keypad anomaly. There was no audio beep anomaly noted. The pump also had a minor scratched display window.

Event description:
The customer reported via phone call that she had a watchdog timeout alarm on the insulin pump. Customer stated that the pump turned off and the alarm was buzzing and beeping. Customer stated that the pump stated that everything will be saved when she pressed the act button. Customer stated that she only had to reset the time and date. Customer stated that the alarm occurred 6 times throughout the night and into today. Customer was assisted with programming the time and date. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.